Event description:
The manufacture's field service engineer (fse) reported that during servicing, fse identified an error code message of backup battery not connected in the diagnostic log (drpta). There was no patient involvement.